Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device-5 years and 3 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in the clinic on (B)(6) 2017 due to red tender skin tissue and drainage from driveline exit site. The patient was started on oral antibiotic keflex and cultures were taken. The patient was admitted to the hospital on (B)(6) 2017 when the wound culture result came back positive for pseudomonas in addition to continued drainage and redness. On admission, the patient was started on intravenous cefepime per infectious diseases specialist consult. On (B)(6) 2017, the patient had a CT surgery consult in clinic to discuss possible surgical incision and drainage (I&d) of driveline exit site in the near future. As of (B)(6) 2017, the patient was in stable condition at home on intravenous antibiotics with no other medical complications. The patient was scheduled for a repeat clinic visit with cardio thoracic surgery on approximately (B)(6) 2017 to follow-up if surgical revision was still needed. No additional information was provided.